Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Event description:
The customer reported to olympus that the adhesive from the histoacryl was stuck on the tip of the gastrointestinal videoscope and could not be removed. The issue was found during a therapeutic procedure. The procedure was completed using a similar device. The device was reportedly inspected prior to use. There was no patient harm associated with the event.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings reported in b5, the device evaluation also found the bending section cover was dirty, there were foreign objects, and a white clouded area, due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play in the up/down knob was out of specification, dent in connecting tube, dots are smudged and connected on water detection sticker 1c, and scratches on various parts of the device. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.